Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual, movement disorders. It was reported that the called stated seeing an eri message on the insr. The caller stated they read about seeing an eri on the patient programmer, but wasn't sure if the eri meant the same thing on the insr. Caller stated they had been bypassing the screen by hitting the start charge button twice. The caller stated sometimes the eri would reappear. The caller stated the eri had appeared on the insr the last 3-4 times caller had charged the ins. Caller stated they had a hcp visit in 3 weeks. Caller added the patient's device hadn't been holding a charge as long as the ins used to. The caller inquired if the ins was not holding a charge as long could be due to ins getting low, eri. There was no allegation of dissatisfaction with the ins longevity. There were no symptoms reported. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.